Event description:
Information received indicates the side rail will not latch.

Manufacturer narrative:
The technician found a foreign object between the lift arm and side rail mounting bracket, causing the side rail not to latch.